Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI: (B)(4)-incomplete. The lot number is currently unavailable. The complaint device is not being returned, therefore is unavailable for a physical evaluation. Furthermore, no lot numbers were supplied which precludes conducting a batch history review or a lot specific search in the complaints handling system. Therefore, we cannot determine what caused the user to experience the reported event; we cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required and no further action is warranted. This file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed from the etq complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
This is report 2 of 3 for the same event. It was reported by the sales rep that during an unspecified surgical procedure of the shoulder, it was observed that the customer's healix awl broke mid-shaft when prepping the bone tunnel while in use with two knot manipulators full loop devices that were cutting suture. The sales rep confirmed that nothing broke or fell inside the patient's joint space. The surgeon completed the procedure with another like devices with no patient consequences. There was a nine minute delay reported to complete the procedure. The sales rep reported that the customer did use fiberwire. The sales rep could not provide the lot numbers for the devices but reported that they were all over four years old and had been heavily used. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.